Event description:
Additional information was obtained 28may2021. The event took place during preparation for use. The patient was not in the room and the patient was not affected by the event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained for the event and based on the legal manufacturer's final investigation. The following sections were updated: b5, g3, g6, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the damaged pins in the video connector resulted in poor communication with the endoscope. As a result, the b30 scope communication error was indicated. The damaged pins were likely caused by long-term repeated use.

Manufacturer narrative:
Additional information is not yet available for this event. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, the device video connector pin was bent. The device has up to date main switch. Evaluation is still ongoing. Supplemental report(s) will be filed as any information becomes available.

Event description:
As reported for this event, during an unknown diagnostic procedure the device had b30 scope detection errors with the urf-v3 and camera head. A broken connector was observed in the device socket. There is no reported harm or adverse impact to the patient.